Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are missing pixels on the right side of the touchscreen. Customer's blood glucose level was 259 mg/dl. Customer continued to use the pump for insulin therapy.